Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing detachment as the tubing came apart from the site connector after being used for one day. The site was abdomen. Patient was advised to change the set. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. D9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 5413233 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations. 1 used cannula was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 2, the returned sample could not be test performed due customer returned one cannula. Functional test: underwater flow, according to wi version 1, the returned sample could not be test performed due customer returned one cannula. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required. On the reference samples a visual test according to wi version 1, was performed and 10/10 samples passed the test. On the functional test: static pull tubing-tubing connector, according to wi version 1 was performed and 10/10 samples passed the test a batch record review was conducted resulting in the following: packaging lot: the 5413233 was manufactured according to the wi version 70 manufactured in the multivac 12, on 07/feb/2024, with a total of (B)(4) units. Glue tubing lot: the 5415889 was manufactured according to the wi version 70 manufactured in the machine pegado 04, 05 and 08, on 03/feb/2023, with a total of (B)(4) units. The 5415889 was manufactured according to the wi version 70 manufactured in the machine pegado 04, 05 and 08, on 06/feb/2023, with a total of (B)(4) units. Review of the device history record (DHR)s showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 25/feb/2025 against malfunction code tubing detached from tubing-tubing connector and lot 5413233 and no more complaint have been registered in database for the same lot 5413233 and malfunction code. Conclusion summary of the related event. As a result of the following: on the investigation on returned samples, customer only returned one cannula, therefore, test could not be performed, on reference samples no failure was related to detachment. No reported harm, no defect on test, no nc raised during production. No further actions are required.